Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted (B)(4) 2005, dtba1d1 ICD, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise consistent with lead fracture, and was unable to capture. The lead also had high and undefined/infinite impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.